Event description:
It was reported that the ilet pump touchscreen was cracked while the user carried the pump in a pocket, after which the device could be unlocked but the screen was not responsive; a replacement was arranged with counseling that the replacement unit would not be watertight, and the user was educated on device management and confirmed use of a g7 sensor and backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.